Manufacturer narrative:
Concomitant medical products: 511212t lead implanted (B)(6) 2012; 7120q lead implanted (B)(6) 2012; a7700ez21 valve implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. A leadless implantable pulse generator (ipg) was then implanted. No further patient complications have been reported as a result of this event.